Event description:
It was reported that during an unknown procedure the tissue pad was broken. Part fell into patient but could be removed. No further information is available. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event- unknown, assumed 1st day of month ((B)(6), 2012) that complaint was reported.

Manufacturer narrative:
(B)(4). The device was received with the clamp arm detached from the instrument outer tube. The outer tube interface with the clamp arm was found to be very damaged. The clamp arm was returned with the device the tissue pad was inspected and was attached to the clamp arm (not detached as reported) and in good condition. As the device was received without the clamp arm attached, no further tests could be performed. No conclusion could be drawn as to what caused the clamp arm to detach, however probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.